Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the string was missing from one of the bladder supports and she did not use it. Consumer alleged she then found the broken string laying on top of the box in two or three pieces.